Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and cannula was bent. The customer¿s blood glucose level was in the range of 400 mg/dl and 500 mg/dl. Insulin pump readings was in the range of 200 mg/dl. The customer reported that the insulin pump auto suspended. Meter was not functioning and blood was present at site. The insulin pump will not be returned for analysis.